Manufacturer narrative:
The product issue reported (coaxial connector baseline flow icon) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Event description:
It was reported that during a cryoablation procedure, after the console passed the self-test, a coaxial connector icon was displayed and would not go away. Field service was recommended. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files, check valve lif 0.30 cv 1/8 inch fnpt 12002-295 (cv4), and the field service engineering report (fser) were returned and analyzed. The data files showed system notice 50013 (refrigerant level failure) on the date of the event and high baseline flow on ready mode. Visual inspection of cv4 showed the valve was intact with no apparent issues. The valve was assembled to a gen v console following a warm up time of thirty minutes. The console along with the test catheter passed the mechanical performance test. On ready mode, the baseline flow was within tolerance on both active and passive scavenging. Further optical inspection revealed the presence of grease on top of the surface of the cv4 body, the bottom of the bonnet, and on the poppet; this may have caused the poppet to become temporarily stuck open. As per the fser, it was confirmed that there was a constant baseline flow in the system. The cv4 was replaced and the baseline flow went away. The console further passed a complete inspection and safety check, deeming it appropriate for use. The product issue reported (high baseline flow) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.